Event description:
The ge oec 6800 fluoroscopy system would not make an exposure with the footswitch exposure control.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to the cpu controller that was removed and replaced. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.